Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported events of rash, headache, fatigue, dizziness and capsular contracture was received on july 28, 2025, with lot number 3192264. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rash: unable to observe as it is not related to the manufacturing process. Headache: unable to observe as it is not related to the manufacturing process. Fatigue: unable to observe as it is not related to the manufacturing process. Dizziness: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "carcinogenic", "extreme fatigue", "dizziness", "light headedness", "headaches", "rashes", "asia syndrome". Healthcare professional later reported "capsular contracture baker grade IV", "skin erythema" and "chronic inflammation" diagnosed via ultrasound. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d6b h6.

Event description:
Patient further reported ¿skin erythema.¿ previously reported events of "carcinogenic", "extreme fatigue", "dizziness", "light headedness", "headaches", "rashes", and "asia syndrome" were determined to be not device related. The device has been explanted. Partial capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "carcinogenic", "extreme fatigue", "dizziness", "light headedness", "headaches", "rashes", "asia syndrome". Healthcare professional later reported capsular contracture baker grade IV. The device remains implanted. This record is for the right side.